Event description:
The customer reported that there was no image when plugged in during setup/inspection for use on an Olympus Bronchovideoscope. There was no patient injury reported.

Manufacturer narrative:
This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.The device was returned to Olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Reasonably known information suggests probable causes such as Material problems like; Degradation; Inappropriate Material. Mechanical problems like: Leakage/Seal; Stress; Deformation; Wear and tear. Clinical Imaging Problem like Radiofrequency Induced Overheating. Thermal problems like overheating. Environmental problems like: Temperature; Dust or Dirt; Humidity. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.